Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. Unit had minor scratched display window. No damaged noted on lcd glass.

Manufacturer narrative:
Additional information has been provided which was not included with the initial report. The information has been provided with this report. The insulin pump passed delivery volume accuracy test.

Event description:
Customer reported that there a 911 call for their high blood glucose. Customer's blood glucose levels at the time of the 911 call were not included in the report. Customer was wearing the insulin pump at the time of 911 call. It was also reported that the insulin pump has a damage screen. Advised discontinuation of the insulin pump. Nothing further reported.